Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was over 500 mg/dl and that her insulin pump kept alarming with no delivery for the past three days. Troubleshooting for the no delivery could not occur since she resolved the issue with an infusion set change prior to calling. No products were shipped or returned.